Event description:
My cochlear was mapped and hearing was fine until about (B)(6) 2013 (not positive on month). Within a month words started diminishing to just background of noises within about 5 minutes of the processor being turned on. This was intermittent not continuous. Hearing in those first few minutes was always good though. My ear which had not had any problems between 2001 and 2013 started hurting really bad. Severe pain (like being way over stimulated in one area) as well as getting multiple ear infections. I stopped using my processor because the pain seemed to intensify on the inside of my head when my processor was on. It was not the magnet site but seemed to be underneath and more inside my skull. I had one infection after another and my entire left side of my face swelled up. Drs gave me multiple rounds of antibiotics which continued to get stronger with every episode and it just hurt. Dentist said check cochlear, hearing was tested again. Dr. Said check cochlear... Next was vertigo and pain with the infections. Everyone was pointing at the cochlear. I notified (B)(6) that I had stopped wearing the processor in 2014 after getting an appointment. My processor was re-mapped so I started using it again. Still the same problems just better clarity when it was actually working. This continued through (B)(6) 2015. (B)(6) claimed soft fail. As I failed test after test. Integrity test said pass through so cochlear was sent notes to troubleshoot. (B)(6) stated cochlear was trying to pinpoint the problem and I would need to prepare for re-implantation. On (B)(6) 2015, I was sent to oto dr (B)(6) at (B)(6). After meds and swelling were gone (as stated needs to happen before apt.) This visit was a joke. I have been cleared by my dr. As (B)(6) said I needed to do before appointment. Swelling and severe pain were gone (on tylenol 3 for pain). I was asked to perform specific things like touch nose point etc., and close my eyes and open them... Now they knew I could hear background of noises so when she said open them I didn't understand her words but knew enough to open my eyes. Everyone who has ever had an implant knows how to guess at the sounds to figure them out. I was basically called odd and told by my dr that he said I was faking. Calls to his clinic for answers about what he said would be diverted and not answered. (B)(6) that said replacement before and now had no answers for me just more testing (so they could see that they could trick me). I was hurt and disappointed. Not only was I locked out of my account and couldn't purchase replacement parts batteries or get any other help with the cochlear it was now a joke to them that I wasn't hearing. I wore the cochlear for about 2 more months before deciding my head had suffered enough and needed to heal. I discontinued wearing it for about 5 months. I did let them know the day I put it back on that it seemed to be working at the moment (loaner) but it soon did the same thing. It is now (B)(6) 2017 and they just cleared up my account and ordered an upgrade (hear now and always hasn't applied to be for almost 3 years. I don't know what the internal parts are going to go when it is programmed but the loaner is still hit and miss as to whether I am going to hear. I do know however that cochlear corporation has not been nice and in my opinion played pretty dirty until they saw a comment I posted about their not so nice actions to me. I was in physical pain almost ready to jump off of the examination table right in front of the dr and called odd for it. My warranty info on cochlear website now states not under warranty. I was under the impression it was lifetime or malfunction to replace. Neither seems to be the case here either so I am not sure where this goes from here. I am hopeful though that someone can help me get help with this. I cannot keep suffering in silence. Oto dr (B)(6) at university (B)(6).